Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A patient received an inappropriate shock. Af with rvr contributed to the false detection. The response buttons were pressed after treatment. It was reported that the patient is ending use. Md aware.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. Upon investigation, the belt was unable to complete incoming functionality testing. The root cause for the failure was the electrode belt trunk cable was cut. The root cause for cut cable could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing